Event description:
It was reported that a spectrum infusion pump was alarming for a false downstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the false downstream occlusion alarm. The device was found to have high adc counts with a fluid filled set, which is a known contributor to the reported symptom. The downstream tubing guide was replaced and the device was recalibrated to correct this condition.